Event description:
After the g-tube was placed, in the operating room, the balloon broke. No harm to pt, no add'l treatment needed. New g-tube obtained and placed without consequence. FDA safety report ID# (B)(4).